Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionaire. The purpose of the questionaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within spec. It should be noted that the mr safety guide provides warming and safety instructions regarding pt warming. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of pt warming.

Event description:
It was reported that a pt received two blisters (burns) to the left upper shoulder during a MRI exam of the lumbar spine in (B)(6) 2013. The pt was padded to prevent skin contact to the side of the bore and the magnet. In addition, the pt was provided with a pt alert squeeze ball. The pt alerted the technologist during the scan that she was experiencing a warming sensation under her left shoulder. It was observed and confirmed by the technologist that there was no padding between the pt and the mr system in this area of concern. The technologist placed an appropriate pad at the area of warming and finished the scan with no further complaints from the pt. The pt left the department and did not report any discomfort or burn to the technologist. The pt returned later to the facility and alerted a staff md about receiving a burn after undergoing a MRI. The burn was underneath her shoulder, the same area of warning as reported to the technologist during the exam. The area of the burn included two blisters each slightly smaller than a dime. The pt was in the magnet approx 29.20 seconds. The series number pulse sequence was as follows: 3plane loc; scan time - 00:20, t2 fse-xl sag; scan time - 3:081, t1 fse-xl sag; scan time - 2:36, fseir stir sag; scan time - 5:44, ti fse-xl ax; scan time - 5:06, t2 fse-xl ax; scan time - 6:12, ti fse-xll cor; scan time - 2:36, t1 fse-xl ax; scan time - 3:26, ti fse-xl sag; scan time - 1:32.